Manufacturer narrative:
The cobas 6000 e601 module 1 serial number is (B)(6). The cobas 6000 e601 module 2 serial number is (B)(6). The elecsys troponin t gen 5 stat reagent lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t gen5 stat results from two cobas 6000 e601 modules for one patient. The initial zero-hour result from module 1 was 33 ng/l. The repeat result on the same module was 52.06 ng/l. A repeat result on module 2 was 24.54 ng/l. Another repeat result on module 2 was 34.14 ng/l. The initial 1-hour result from module 1 was 7 ng/l. The first repeat result on the same module was 58.69 ng/l. A repeat result on module 2 was 24.04 ng/l. Another repeat result on module 2 was 49.0 ng/l. The samples were repeated because the customer noticed that the results from the zero to hour 1 were inconsistent. The customer is unsure which result is deemed to be correct.